Event description:
It was reported that this pacemaker exhibited remote monitoring disabled. Technical services (ts) indicated that device data was needed in order to determine the cause. This device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited remote monitoring disabled. Technical services (ts) indicated that device data was needed in order to determine the cause. This device remains in service. No adverse patient effects were reported.